Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer had been running high, changed their set, and gave themselves a manual injection and went low. The customer was at 150 mg/dl at the time of hospitalization, and 197 to 261 mg/dl at the time of the call. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer at 54 and 56 mg/dl on (B)(6) 2018. The customer is a brittle diabetic. The insulin pump will not be returned for analysis.